Event description:
A malfunction alarm occurred with the customer's pump during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge and resume insulin therapy, so a replacement pump was arranged. Technical support instructed the customer on how to store the faulty pump and return it using a pre-paid label. Additionally, the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.